Event description:
It was reported that the patient presented for initial implant procedure. During the procedure, blood entered into the right ventricular (rv) lead. This lead was not used and the physician elected to complete the procedure using a different rv lead. There were no patient consequences.